Event description:
It was reported that during a da vinci s partial nephrectomy procedure, the tip of the monopolar curved scissors instrument snapped and fell into the patient's abdomen. The broken piece was retrieved and the surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and broken blade were returned and evaluated. Per the customer reported complaint, the left blade of the scissors is missing from the instrument. The blade fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fracture plane of the blade is nearly straight. No other damage was found.